Event description:
A 3 week old former 26 week premature male caucasian infant had a broviac placed in the right femoral artery. About a week after insertion, pt had clinical symptoms that were suggestive of meningitis. Lumbar puncture revealed that hyperalimentation contaminant and a thickened pinkish fluid were present in the spinal column. The pt also showed a hypoechoic mass, left cerebellar suggestive of a liquefied hematoma. The infant was also noted to be without spontaneous movement other than chewing on endotracheal tube. Preliminary autopsy report indicates that there was vein erosion with perforation and extravasation of tpn. After careful eval and consultation with various disciplines, the pt was removed from life support. Report is filed because device may have caused or contributed to demise.